Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 02/18/2026. It was clarified that no data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarification and correction was provided on 02/12/2026. It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported experiencing multiple episodes of loss of consciousness while using the dexcom cgm system during active sensor sessions. On 01/16/2026, the patient contacted dexcom for assistance in setting up high and low alerts. During this call, she stated that she had lost consciousness ¿many times when the cgm reading dropped to 40 mg/dl.¿ it was later clarified that the patient experienced three separate loss-of-consciousness events, with two of those documented in (B)(4). This record pertains to the event that occurred on 09/25/2025. On that day, the patient lost consciousness while on a phone call. The individual on the line reported hearing loud background noises but did not contact emergency services. When the patient regained consciousness, she found herself on the floor with another person present. This individual checked her glucose level, which showed 95 mg/dl. The patient reported that her glucose had been approximately 40 mg/dl several hours earlier, which she believes may have contributed to the episode. No blood glucose fingerstick measurement was performed at the time of the event, and the patient did not seek hospital care afterward. At the time of the report, the patient stated she was feeling well and was unable to recall additional details regarding previous similar episodes. No additional medical evaluation or interventions were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 3 reports of the patient losing consciousness that occurred three separate times. Please see related records (B)(4) and (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a loss of consciousness while in an active sensor session. On (B)(6) 2026, the patient contacted dexcom for assistance with configuring high and low glucose alerts. During this call, she initially reported losing consciousness multiple times ¿when the cgm reading dropped to 40 mg/dl.¿ it was later clarified that the patient had lost consciousness on three separate occasions. The additional events are documented in complaints (B)(4) and (B)(4). The event described in this complaint involved a loss of consciousness associated with a low cgm reading. On the day of the incident, the patient became unconscious while the cgm was displaying a low glucose value. A fingerstick measurement was obtained at an unknown time (most likely after treatment) and showed a blood glucose value of 95 mg/dl. The patient received a glucagon injection at the hospital and was discharged after spending less than 24 hours there. At the time of reporting, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.